Event description:
Patient was implanted with profile plate approx. 2-years ago. Surgeon noted screw migration on follow up x-ray three weeks ago and scheduled a revision to remove the screw. The plate and others screws were left in vivo. It was reported that the surgeon believed the patient was fused. Screw was intact and forwarded to pathology and then will be forwarded to hospital risk manager. Implant is not being returned at this time.

Manufacturer narrative:
Device was not returned for evaluation. The device is intended to be a temporary fixation device to aid in the process of fusion, and post op implant migration is listed as a possible adverse outcome. These precautions are stated in the instructions-for-use (IFU) supplied with the device. The patient was two years post-op and reported to have fused. As reported the event does not appear to be device related.